Manufacturer narrative:
B3:date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation determined that bearings of the inner housing were displaced, the attachment was deformed, the outlet of the inner body was oval in shape, heel found with traces of contact with boron and the drill does not fit into the attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient involvement or complications as a result of the event. Additional information received on evaluation stating that the bearings were displaced made this event reportable.